Event description:
It was reported that the scrub tech could not attach the checkpoint pin to the t-wrench because the t-wrench was bent inward at the checkpoint attachment point. Surgeon used rongeurs to place the pins.

Manufacturer narrative:
The device was used for treatment and the scrub tech could not attach the checkpoint pin to the t-wrench because the t-wrench was bent inward at the checkpoint attachment point. The slot dedicated to the checkpoint pin on the t-wrench has been damaged. The sides of the slot have bent inwards due to obvious use of the t-wrench as a mallet. Discussion with the attending clinical representative confirmed the identified root cause. The improper use of the tool for this purpose is the cause of the damage. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications when it was released to distribution. A complaint history found similar reports. After the instructions for use review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. We could confirm that there was a relationship established between the reported event and the device. Based on prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to improper use of the tool.